Event description:
Two (2) 2.4mm ti locking screws, implanted with a plate about 3 months ago for a mandibular defect, broke post operatively. Patient was returned to the or, the surgeon removed the broken screws heads, left the shafts in place, re-contoured the same plate and completed the revision procedure successfully. The screw heads were discarded after the procedure.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.